Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2021-13758, 1627487-2021-13759. It was reported that following a system implant, the patient experienced a radiating pain. As a result, surgery occurred on (B)(6) 2021 in which the system was explanted, which resolved the issue. Complete product and event information is not yet known.